Event description:
Amulet laao device became unattached from delivery cable while still within the delivery sheath. This became evident after device was partially deployed and could not be re-captured. Device eventually fully left the delivery sheath and embolized. The device traveled from the left atrium, to left ventricle and ultimately to the ascending aorta. Several snaring attempts were made until it was noted that the ascending aorta had dissected. Snaring attempts were stopped and patient was transferred out for higher level of care where he underwent aortic root replacement. The patient ultimately passed away two days later.